Event description:
It was reported that the patient presented to the emergency room with symptoms of presyncope. Upon interrogation, intermittent ventricular capture was observed. The right ventricular lead was repositioned. The patient tolerated the procedure and was discharged the following day.

Manufacturer narrative:
UDI (di): (B)(4).